Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the lead a found it was cut during the explant procedure and only the terminal end segment of the lead was returned. There was a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(6), UDI: (B)(4), batch: 7252291.

Event description:
It was reported that the patient was unable to set the ipg to MRI mode due to high impedances on one lead. As a result, the patient underwent surgical intervention during which the system was explanted.